Manufacturer narrative:
The device involved in the reported incident has been returned. The device eval is in progress. The result of the device eval will be reported in a f/u MDR submission.

Event description:
It was reported the tip of the screw driver device broke during the unscrewing of the counter screw. This occurred during the surgical procedure: ablation of the osteosynthesis material (hallu lock plate). The surgery was completed with the use of a second screw driver that was provided in the set. Although the device was in contact with the pt, it was reported there was no pt injury.